Manufacturer narrative:
(B)(4). Customer will not be returning the pump as they are purchasing new units. This complaint is related to (B)(4) / medwatch #1828100-2017-00041.

Event description:
After use of the device for a cardiopulmonary bypass (cpb) procedure, the user reported that the roller pump was in fail four. There were no reported adverse consequences to the patient. Per clinical review, according to the perfusionist, after cpb had been completed, she was recirculating the remaining blood in the cpb circuit with the arterial pump and a message was posted on the pump (fail 4). She continued to use the pump to recirculate the remaining blood and in a few minutes the pump display went blank. The pump continued to function (turn) for a few seconds but then reset and the pump stopped during the reset. Since this occured after cpb, there was no delay in the surgical procedure. The pump was taken out of service after the procedure was completed. There were no issues or impact during cpb. The case was completed successfully, without delay and without associated blood loss. There was no harm observed.

Manufacturer narrative:
The reported complaint was not confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.